Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the electrodes. The area was described as irritations with dry skin that are sometimes raw. The patient's doctor recommended that she keep the irritations clean. The patient reported using a medicated powder on the irritation. During a follow-up, the patient reported that the irritation had spread on her left side close to her breast. She stated that the irritation looked like a yeast infection. The patient reported that she is also having soreness in her breasts because they are large and the vest irritates them. During a follow-up, the patient reported that the irritation was improving.